Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had a blood glucose of 285 mg/dl. Tandem technical support performed a pump system check, and the customer noted the pump time was "3 minutes delayed". Tandem technical support guided the customer through adjusting the pump time. The customer did not report how the pump time became inaccurate. Customer delivered a bolus, changed the infusion set, and changed the cartridge to address bg levels.